Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staples stayed blocked in the reload and this continued, even after change of the reloads. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded without a 4.8mm single use loading unit (sulu). Since the sulu was not received a pmv representative sulu was used for functional evaluation. The instrument and the representative sulu were applied to appropriate test media. The instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the staples stayed blocked in the reload and this continued, even after change of the reloads. It was noted that the account perform full, complete squeezes of the handle. The surgeon used another device to complete the case. There was no patient injury.